Event description:
A u.s. Distributor contacted zoll on 09/23/2014 to report that a pt passed away on (B)(6) 2014 at home. Between 10:33:39 and 11:54:09 on (B)(6) 2014, the lifevest detected asystole 16 times. The pt received 5 treatment defibrillations between 11:08:16 and 11:44:34 in response to asystole. Oversensing of small cardiac signal contributed to the false detections. No sustained ventricular tachyarrhythmias were detected. The response buttons were not pressed during the treatment events, but were pressed following the final treatment. Indicating bystander presence. The device shutdown at 11:54:45 on (B)(6) 2014. There is no indication that the defibrillations contributed to the pt death.

Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and belt sn (B)(4) were not returned to zoll for eval. A review of flag files does not indicate any device malfunction. There is no evidence to suggest that the lifevest caused or contributed to the death. Usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4): 02/2010 - reuse. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event of pt death.